Event description:
On an unreported date in 2010, the patient started peritoneal dialysis (pd) treatment. On an unknown date in (B)(6) 2010, the patient had his peritoneal dialysis catheter removed. On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient was hospitalized for the peritonitis. On the same day, a peritoneal effluent analysis and culture were performed. The results of the culture were unknown. On (B)(6) 2010, the patient began remedial therapy with fortum (2gm, daily, intraperitoneally (ip) and vancomycin (1gm, daily, ip). Pd therapy was withdrawn due to the patient having his peritoneal dialysis catheter removed. It was unknown whether the peritonitis resolved. No concomitant medications were reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.